Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter was connected to an ensite precision system. Noise was noted on the distal bipole and electrode 2 appeared distorted. Electrode 2 read as an open circuit during electrical testing. Electrode ring 2 was distally displaced on the shaft, and conductor wire 2 had been fractured proximal to the weld joint on the electrode ring, consistent with the open circuit detected and the reported event. Electrode 1 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode ring and wire fracture is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a displaced catheter electrode.